Event description:
See section h11 for device investigation results.

Manufacturer narrative:
This report addressed the first web device. The second web device was reported on MFR# 2032493-2025-90597. Investigation conclusion: the investigation of the returned web system found the implant separated from the delivery system, the pusher broken at the proximal section, and the heater coil windings stretched and broken. The broken portion of the heater coil windings was found stuck on the implant tether. The heater coil pet was found melted, indicating that the device was activated using a detachment controller during the procedure; therefore, the damage to the heater coil windings likely occurred post-activation. The stretched heater coil windings are an indication that the tether could have been caught in between the coil windings, causing the heater coil to stretch and break when the delivery system was twisted/retracted during the procedure. The physical evaluation of the device could not identify the conditions or circumstances that led to the pusher break at the proximal section, but the damage is consistent with the device experiencing forces exceeding its tensile strength.

Manufacturer narrative:
Concomitant medical products, therapy date (B)(6) 2025: web 7 x 4mm. Via 17 microcatheter, lot# 0001073913. Via 17 microcatheter lot# 0000889253. Envoy guide catheter, cerenovus / johnson & johnson. A search for non-conformances associated with this part / lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned. The reported issue could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted. This report addressed the first web device. The second web device was reported on MFR# 2032493-2025-90596. Potential complications as referenced on the IFU, include but are not limited to the following: hematoma at the site of entry, aneurysm rupture, emboli, vessel perforation, parent artery occlusion, hemorrhage, ischemia, vasospasm, clot formation, device migration or misplacement, premature or difficult device detachment, non-detachment, incomplete aneurysm filling, revascularization, post-embolization syndrome, and neurological deficits including stroke and death.

Event description:
It was reported that the replacement of a microcatheter, which is used to probe the aneurysm with the help of microwires. Implantation of a web 7 x 5mm. Control angiography. Then wait 15 minutes to wait for the development of the lumen of the aneurysm. Attempt to detach the device. Control angiography and vaso-CT to document the device in the aneurysm and the dilated basilar head. Another attempt to detach the device, it does not succeed again. Even after the change of the replacement, no success in replacing the web. When trying to push the microcatheter over the detachment point to retrieve the device, this does not succeed, the detachment site can no longer be overcome with the microcatheter. Turning the carrier wire also does not lead to detachment of the device. Therefore, the device must be removed from the patient in the open state on the carrier wire through the vascular system. When entering the guide catheter in the v3 segment, the device detaches from the carrier wire, but the device, which is partially fixed in the guide catheter, can be completely removed from the guide catheter with an aspiration (via a 20ml syringe) on the guide catheter. Control angiography of the envoy fk in the left va. Re-probing the aneurysm with another microcatheter a web 7 x 4mm was implanted; the result is checked with angiography and the intervention is ended. The patient was reported to be doing well.